Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the loss of image was due to a faulty patient board set. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. It was determined that a faulty patient board set caused no image with 180 model scope series. Additionally, corrosion was found on the picture in picture (pip) connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus there was no image on the evis exera iii video system center during preparation for use for a diagnostic procedure. The procedure was completed with a similar device with no delay. No additional information is available. There were no reports of patient harm.